Manufacturer narrative:
The reported reader has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. A built-in reader test was performed, it passed. Error message was not observed. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving an ¿error-2¿ message on the adc freestyle libre 2 reader. The customer experienced symptoms of seizure and loss of consciousness and couldn¿t be woken up. The customer was provided honey and sugar water by a third party as treatment and no further treatment information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving an ¿error-2¿ message on the adc freestyle libre 2 reader. The customer experienced symptoms of seizure and loss of consciousness and couldn't be woken up. The customer was provided honey and sugar water by a third party as treatment and no further treatment information was reported. There was no report of death or permanent injury associated with this event.